Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video-scope exhibited foreign objects in the jet tube, air/water tube, probe cover and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is likely that the foreign material was simethicone. There was no physical damage to the area where the foreign material was detected. Therefore, it is presumed that the foreign material remained due to handling/reprocessing of the device deviated from instructions for use (IFU). However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and found that the foreign material was not eliminated during the reprocessing cycle. Olympus will continue to monitor field performance for this device.